Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The operating currents could not be tested due to the blank display. The insulin pump had a slightly loose drive support disk. The insulin pump was received missing the end cap sticker and had minor scratches on the display window.

Event description:
It was reported that the customer received a weak battery alarm. The customer said that they were changing out there battery when they noticed corrosion on the bottom of the battery compartment. After changing the battery again with a new (B)(4) aaa battery, they still received a weak battery alarm. Customer did not know their blood glucose level at the time. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.